Event description:
A malfunction was reported when a malfunction code appeared on the pump. There was no reported adverse impact to the customer's blood glucose level. Despite attempts to reset the pump, the malfunction code persisted, leading technical support to arrange a pump replacement. The customer was instructed to switch to an alternative insulin delivery method, mdi, until the replacement arrived, and to return the faulty pump with a prepaid label.